Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. During the procedure, air ingress was identified while flushing the sheath outside the patient body. The procedure was completed using an alternate device. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further confirmed that the air was seen during initial preparation before insertion of the sheath.

Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. During the procedure, air ingress was identified while flushing the sheath outside the patient body. The procedure was completed using an alternate device. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a faradrive steerable sheath was selected for use during an atrial fibrillation procedure. During the procedure, air ingress was identified while flushing the sheath outside the patient body. The procedure was completed using an alternate device. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further confirmed that the air was seen during initial preparation before insertion of the sheath.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.